Event description:
It was reported that the patient received the end of life (eol) notification for their ipg. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.